Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the impactor tip fractured during cup impaction. The surgeon removed the acetabular cup to obtain the fractured portion. The surgery was then completed with a different instrument. No delay or patient consequences were reported. No additional information has been made available. To take shell back out remove the tip and open another acetabular cup inserter.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The cup positioner was returned and evaluated. As returned the cup positioner cap was not returned. The threads were fractured and damaged. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.